Manufacturer narrative:
Additional information: - concomitant medical products and therapy dates. Device evaluation: the outer sheath (a22026a), the inner sheath (a22040a), the obturator (a22085a) and the working element (wa22367a) were not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4). When the suspect medical devices were inspected and tested, they were found to be in good working order and in accordance with their specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Therefore, the exact cause of the patients' outcomes and the reported phenomenon could not be determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the olympus medical devices used during the procedures. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcomes and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after different therapeutic transurethral resection in saline (turis) procedures at unknown dates, the outer sheath was allegedly hot. Furthermore, it was reported that several patients developed an urethral stricture following the turis procedures. The user facility staff suspected that the complications might have been caused by the hot outer sheath. No further information was provided but there was no report of any malfunction.